Event description:
New information received indicated that the device was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The cause of the extended charge time observed in the field is undetermined.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in-clinic after receiving an alert for charge time limit reached. The cap maintenance in-clinic was within normal limit. It was suggested to monitor the patient. Device remains implanted.